Manufacturer narrative:
The lot number was not provided by the consumer. We have requested product from the consumer; further investigations of product pending returned by consumer.

Event description:
Synopsis: a consumer reported that she use fixodent denture adhesive, fresh cream in 2006 and noticed that her gums were feeling swollen, tingling, itchy and burning with initial product use and with each use for 3 days total. On the evening of the third day of use, the consumer reported that she got a reaction just like her gums were on fire with burning and itching. Her gum, mouth, upper and lower lips, tongue, roof of her mouth and throat started to swell and she began to have trouble breathing. She also reported that she broke out in hives. She reported that she took benadryl and drank ice water and the selling began to improve. The consumer reported that she was seen by her physician who said she had an allergic reaction to the fixodent and was given an unspecified steroid injection. The physician instructed the consumer to discontinue use of the product. A consumer reported that they, a female, used fixodent denture adhesive, fresh cream for the first time, 1 applic, 2 /day for 3 days on her new full plate beginning in 2006 for 3 days; she applied fixodent early in the day in 2006 and then cleaned her dentures and reapplied fixodent (not very much) at approximately 16:00 so, that she could eat dinner; within ten minutes of that application, she experienced a reaction that became severe; it was just like her gums were on fire and they were burning and itching and then they started to swell, her mouth started breaking out and swelled, the roof of her mouth swelled, her tongue swelled, then her throat started swelling and she began having difficulty breathing and she broke out in hives; it was very terrible experience. The consumer reported that she did not seek medical advice, but took one benadryl (that she had on hand) at four hours and a third benadryl at eight hours post-exposure to fixodent; she drank ice water and kept ice water in her mouth to help the swelling go down. She reported that the swelling started to go down at 21:00 on same day; she no longer had hives, but her sinuses were now bothering her gums still did not feel exactly normal and her body felt kind of wrung out; she had weakness, but was not exactly weak; it seemed she did not really have much energy and did not feel exactly right in the morning on next day. She reported that she was drinking fluids and eating and her symptoms were slowly resolving. The consumer stated that she was wearing her dentures twenty-four hours per day putting them in the morning, taking them out in the afternoon and brushing to clean them and then reapplying fixodent before having dinner each day she thought maybe the minty flavor of fixodent fresh cream might make her mouth taste a little better, but after experiencing symptoms she though she might have had a problem with the mint in fixodent she had no plans of using any type of adhesive for a few days until she got back to where she was felling better or until she found out what was going on. The case outcome was not recovered/not resolved. Past medical history included: drug allergy- "some drug that treat tick fever", allergy - "possible strawberries", "other food allergies", medical history - "heart attack in 1999", "arthritis", "heart problem", "lower partial/dentures for several years", "two teeth extracted 6 days before starting fixodent. Concomitant medications included: acetylsalicylic acid 325 md, 1/day, lopressor, tylenol occasionally. Other products used previously: yes- regular original fixodent a couple of time 2-3 years ago and an unspecified generic brand of adhesive without mint prior to using fixodent fresh cream. No further information was provided. . Drug and poison information center follow-up phone call: the consumer reported that she was seen by her physician who said she had a severe allergic reaction to fixodent and recommended she not use the product again. She stated the she was given a steroid injection. No further information was provided.